Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that in 2017 they had the device moved because it was too low and catching on chairs and not comfortable. They said they noticed this starting in (B)(6) 2017. No further complications were reported or anticipated.